Manufacturer narrative:
(B)(4).

Event description:
The pacer clinic notified the biotronik rep, who then notified the research coordinator, that patient had passed away after multiple shocks. This is all of the information that was provided at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.